Manufacturer narrative:
A partial lead was returned for analysis in two segments. Final analysis found that the insulation was abraded at the distal end of the lead. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.